Event description:
The customer stated a patient generated a suspect reactive result on the axsym toxo igm assay that was nonreactive upon repeat. The patient generated an initial reactive index value of 1.439 and this result was questioned. The sample was repeated generating nonreactive index values of 0.426 and 0.418. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a review of labeling, a search for similar complaints, and a product sensitivity review. The patient sample in question was collected in a (B)(4) vacutainer gel tube and centrifuged before arriving at the lab. The tube was then centrifuged again at the laboratory for 5 minutes at 2000 rpm before being run on the axsym analyzer. (B)(4) stated this type of sample tube should not be centrifuged twice. An abbott field service representative (fsr) dispatched for service found the axsym sampling probe was obstructed. The fsr replaced the sampling probe. Labeling of the axsym system operation manual and the toxo igm package insert were reviewed and found to be adequate. Tracking and trending did not indicate any adverse trend for the axsym toxo igm erratic results. The current rate for axsym erratic occurrences is within expected limits. The most probable cause of the inconsistent toxo igm patient results was the use of a malfunctioning obstructed sampling probe. The improper sample double centrifugation process used at the customer site may also have contributed to the erratic results issue. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer related to the issue under investigation. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.